Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: no observed openings on the device. Additional observations: ¿ observed deformation on the device.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Physician reported, right side rupture. And capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.